Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qqrr, implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that patient had the system explanted sometime last month but the lead was too embedded and could not be removed, so it was still implanted. The patient indicators for use were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.